Event description:
An unknown sized endeavor sprint rx drug-eluting stent was inserted into a patient for treatment of a rca lesion. Indication at time of procedure was unstable angina pectoris. It is reported that definite stent thrombosis occurred 814 days post index procedure. At the time of very late definite st, patients had been treated with acetylsalicylic acid (100 mg/d) without concomitant thienopyridine, and 1 patient was under oral anticoagulation. The stent was deployed at the vessel and as there were no issues reported during the initial procedure the delivery system was most likely discarded. Therefore, product analysis was not possible. The product identification details were not provided and procedural images were not received for review. Therefore an effective evaluation could not be completed. The reported stent thrombosis is inconclusive as procedural images or additional information has not been received to confirm the reported event. The device has not been identified to be the root cause of the reported event. Based on the limited information available, the root cause is undetermined. Per the journal article, it is discussed that very late des thrombosis is associated with histopathological signs of inflammation and ivus evidence of vessel remodeling. It is reported that compared with other causes of mi, eosinophilic infiltrates are more common in thrombi harvested from very late des thrombosis, particularly in ses, and correlate with the extent of stent malposition. Reference circulation, journal of the heart association 2009; 120; 391-399 for detail.

Manufacturer narrative:
Evaluation code: inherent risk of procedure stent thrombosis.